Event description:
The core micro drill was sent for evaluation because it overheated and burned the patient's face during a procedure. The procedure was completed with the same device; the burn was noticed post operation. The procedure was completed without any delay. It is unknown what treatment was provided to the patient; no further information was provided by the customer.